Manufacturer narrative:
A ge service representative performed an on site investigation. Replacement parts have been ordered. No additional info has been provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.